Event description:
Evaluation summary: the distal tip was flared. A number of struts on the 12th and 13th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent damage). Patient's condition affected effectiveness of device (target lesion exhibited 100% stenosis, moderate tortuosity and a little calcification). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusion: known inherent risk of procedure (stent damage). Device failure/lack of effectiveness related to patient condition (target lesion exhibited 100% stenosis, moderate tortuosity and a little calcification). (Device not returned for evaluation). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Target lesion was in the cx. Lesion had moderate tortuosity, little calcification and 100% stenosis. Physician attempted to pre-dilate lesion using a 2.5x20mm but balloon could not cross lesion. Physician then attempted to deploy an endeavor resolute 2.5x24mm drug eluting stent. Resistance was encountered when advancing device and stent could not cross the lesion. When catheter was withdrawn from patient it was noted that stent was deformed. Physician believes stent damage was caused due to patient morphology. The device had been inspected prior to use with no issues noted. No patient complications reported.